Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: avoiding damage during surgery. Extreme care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Healthcare professional reported a "leak" with a tissue expander. Device was not implanted. Surgery was completed with a backup expander.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device not identified observations. A leak test was performed which did not identify openings on the device. Microscopic analysis was performed which did not identify any additional observations. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings on the device and no damage on valve; broken device was not confirmed.

Event description:
Healthcare professional reported a "leak" with a tissue expander. Device was not implanted. Surgery was completed with a backup expander.